Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by hospital staff that while the patient was at home and during a power outage the patient's pump ran for approximately three minutes prior to alarming and reportedly stopping. The patient change to batteries and then to a power base unit (pbu) backup with no further issues.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for evaluation. No further information is available.